Event description:
The dentist was using the handpiece on a pt and the bur flew out of the handpiece. The pt swallowed the bur. Our repair facility has evaluated the handpiece in question since they had previously repaired it prior to the incident and no original equipment MFR (OEM) turbine was installed. Their findings were as follows, "the handpiece and turbine were found to be in good working order. They also noticed the handpiece did not have any residual oil in the handpiece; this may have had something to do with the bur slipping out as the chuck slides up and down within the spindle grabbing the bur. If not lubricated, the chuck might hang up causing the bur to creep out". In addition to their eval, the unit has been sent to the OEM for their eval, along with a copy of this report.